Manufacturer narrative:
The exact event date is unknown. However, it was reported as being in (B)(6) 2011. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a veterinary upper endoscopy procedure. According to the complainant, during the veterinary case, the forceps broke. The silver part on the forceps split at the end of the forceps where it connects. It was also reported that the forceps opened too wide and got stuck in the scope when removing the forceps causing damage to the scope. The procedure was completed with another scope and radial jaw 4 single use biopsy forceps large capacity device. The animal was not harmed and no complications were reported as a result of this event.